Manufacturer narrative:
G4: 04nov2020. B4: 12nov2020. The customer reported battery failed to boot while testing. The field service engineer (fse) confirmed the failure. The fse reported the battery does not charge, and it did not last more than five years. The fse replaced the battery to resolve the issue. The unit was tested and returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15sep2020.

Event description:
The customer reported battery failure. There was no patient involvement or user harm reported.